Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician used the same device but obtained a new set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the stat-padz (lot # 0824) were returned for evaluation. The pads were received unsealed in their original pouch, without a styrene liner, and mated face to face. The pads were separated and visually inspected. The customer's report was observed. The cable on the front pad was confirmed to be dislodged from the ring and socket connection on the tin. However, unable to determine the root cause as it is not possible to assess the amount of force the user applied when removing the pads from the liner or how the user removed the pads from the liner. The plate-to-wire assembly in-process inspection datasheet for the stat-padz from lot 0824 was reviewed. There were no discrepancies with the pressure, gap height, or chatillon pull test results, all samples passed in-process inspection. The pads were scrapped after testing and the customer was sent replacement pads. Analysis of reports of this type has not identified an increase in trend.